Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator recharger (insr) cord was frayed. There was no out of box failure reported. No patient symptoms or harm were reported. The event occurred 1 year ago. Additional information was received from a consumer. It was reported that the implantable neurological stimulator recharger (insr) antenna cord was still fraying and coming apart so it was taped up with electrical tape. It was also stated that the patient has been in the hospital since (B)(6) 2016 as he was suicidal. It was stated that consumer believed that the patient was suicidal because the implantable neurostimulator (ins) did not get charged due to the damaged antenna; the ins's charge went out on (B)(6) 2016. An insr was provided by the hospital and the patient was able to charge the ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient was admitted to the hospital for suicidal ideations that the hcp stated was not related to the device/therapy. It was also stated that the time of admission, the patient's implantable neurostimulator (ins) battery was at 50% and the patient did not have their implantable neurological stimulator recharger (insr) with them. An x-ray was performed and it was confirmed that the device/system looked fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.